Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. It was indicated that the patient exposed components to MRI, CT scan, or diathermy treatment, which is off-label usage of the device. On (B)(6) 2025, the day of the event, the patient was using the tandem tslim insulin pump display and the cgm app on his phone to display values. The pump gave boluses based upon cgm values. He did not take any acetaminophen prior to the event. He had a busy day and returned home at 6:45 pm. The insulin cassette in his pump was low and he planned to change it, and had not recently had an insulin pump bolus. He received an alert his cgm value was 79 mg/dl, and thought was ¿no big deal,¿ so he went to make food to raise his bg level. Typically he had symptoms if his bg level was very low, but at the time he had no symptoms and the last cgm value he remembered seeing was 74 mg/dl. He lost consciousness and his significant other called emergency medical services. He regained consciousness with paramedics around him after treatment started. He felt awful with extreme malaise, and thought he might pass out again and not survive. No bg finger stick value was specified, but he thinks his bg was below 40 mg/dl. Paramedics administered IV dextrose in route to the hospital. At the emergency room his bg was over 400 mg/dl, no cgm value or other medications were specified. Labs showed his cardiac enzymes were elevated and continued to rise indicating a heart attack. Although his insulin pump was removed, he continued to wear the same cgm sensor. He had an angiogram to evaluate cardiac status at the first hospital and after 2 days was transferred to a second hospital for open heart surgery to resolve the blockage and stabilize his condition. During the stabilization after surgery the hospital stay staff were evaluating his bg using a glucometer multiple times per day. He observed the cgm values with the same cgm sensor on his body prior to the loss of consciousness were consistently higher than the bg finger stick by healthcare personnel with each glucometer check. He did not recall any acetaminophen use or rapid rate changes of his ivs at the time or prior to bg fs checks. Some examples of the inaccurate values provided were bg fs 84 mg/dl, cgm 128 mg/dl; bg meter 300 mg/dl, cgm 350 mg/dl to 375 mg/dl.; on (B)(6) 2025 bg fs 184 mg/dl, cgm 235 mg/dl. He theorized the cgm values at home before he lost consciousness were higher than his actual bg values at the time. His healthcare provider (hcp) attributed the hospitalization to an evolving heart attack due to the heart blockage, no comment made on the cgm by the hcps. At the time of the follow up contact with the patient on (B)(6) 2025, he had been discharged from the hospital, was in stable condition at home, and recovering well from the heart surgery. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient passed out. The reported glucose values fall within the a zone of the parkes error grid when checked in the hospital by the nurse. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was indicated that the patient exposed components CT scan which is off-label usage of the device.